Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet short bridge & 23mm posts catalog#: 323.1013 lot #: unk quantity: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent rib fixation surgery on an unknown date. Several weeks after surgery, the patient complained of pain in her rib area. A CT scan was done and showed the patient had re-fractured two ribs towards the anterior portion of the plates. Before the plates could be removed, due to a cardiac issue unrelated to the product, the patient underwent an emergency thoracotomy. After the patient stabilized, the plates were removed and were intact. The rib thickness at the site of the fracture was 6mm. Since the emergency thoracotomy further fractured the ribs, the extent or accuracy of the original post-op fractures were unable to be diagnosed or seen. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, lot was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.